Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found a cracked video connector and a failed water tightness check. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was no image displayed when plugged into the camera head. There was no patient harm associated with the event. Related patient identifier: (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The customer's complaint was not confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a flooded from the damaged part of the connector, and the image was not displayed temporarily. The event can be prevented by following the instructions for use which state: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.